Event description:
It was reported that before use discovered by hospital personnel the cardiosave intra-aortic balloon pump (iabp) had an error: "error message?". There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6) e1 event site telephone was shortened due to character limitations. The complete number is (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an error: "error message?"

Manufacturer narrative:
Complaint is being cancelled as it was opened in error. There was no malfunction of the unit. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint is being cancelled as it was opened in error. There was no malfunction of the unit.